Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob was out of standard value to wear of the angle wire. There were scratches noted throughout the device and the plastic distal end cover had a burn. The adhesive around the light guide lens was peeled and the light guide lens had a crack. The adhesive around the objective lens had a white clouded area and was peeled. The connecting tube had a dent and the forceps channel port was shaved. The paint on the air/water cylinder and scope cylinder was peeled. Switch 4 had wear and the connecting tube had a wrinkle. The water removal ability did not meet standard value due to clogging of the nozzle. The adhesive on the bending section rubber had a crack, a chip and white clouded area. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope angle was down. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.